Event description:
It was reported that the patient experienced a pericardial effusion. At the beginning of the ablation procedure to treat paroxysmal fibrillation, the farawave pulsed field ablation catheter was selected for use. A transesophageal echo (tee) showed that the patient had no effusion and a pfo. Rather than using a needle for puncture, an sl sheath was initially employed to access the left atrium transeptally, which was then replaced with the faradrive steerable sheath. The procedure was continued without any abnormalities. After successful completion of the procedure, an ultrasound was performed again for control purposes and a pericardial effusion was detected. A pericardiocentesis was performed and the patient is expected to fully recover. The catheter is expected to return.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardial effusion. At the beginning of the ablation procedure to treat paroxysmal fibrillation, the farawave pulsed field ablation catheter was selected for use. A transesophageal echo (tee) showed that the patient had no effusion and a pfo. Rather than using a needle for puncture, an sl sheath was initially employed to access the left atrium transeptally, which was then replaced with the faradrive steerable sheath. The procedure was continued without any abnormalities. After successful completion of the procedure, an ultrasound was performed again for control purposes and a pericardial effusion was detected. A pericardiocentesis was performed and the patient is expected to fully recover. The catheter was received for analysis. It was further reported that the no resistance was felt through the catheter or the wire during the procedure. The patient did not show any symptoms and the number of ablation lesions were 32. No contact force was recorded. The patient was discharged the day after next and had no further complications.

Manufacturer narrative:
Additional information was added in section b2 outcomes attrib to adv event, b5 describe event or problem and h6 impact codes. Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual examination revealed no visual abnormalities. Functional testing revealed no abnormal resistance was felt when actuating the steering mechanism. No device problems were found. Boston scientific is unable to confirm the reported clinical observation of cardiac pericardial effusion. However, it was determined that the pericardial effusion is a known inherent risk of use of this device.